Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Medical information received from (B)(6), registered medical practitioner and medico-legal worker. Information received is mr. (B)(6) interpretation of information from the patient (interview and post-resolution exam) and the patient's medical records, medical records have not been received by the manufacturer for review. Limited medical information is available regarding the alleged injury. Samples for culture were taken from the patient's eye, solution from and worn contact lens from used storage case. The presence of candida fungus was confirmed from the solution in the lens case. The positive culture was obtained from a source which have been exposed to environmental contaminants. Results of cultures directly from the eye were not disclosed. Upon exam by mr. (B)(6) in (B)(6) 2018, all signs were clear and best corrected vision was 6/5. With limited information regarding ocular involvement, this event is being reported in an abundance of caution due to positive cultures of candida from the used contact lens solution from the case which stored the left contact lens and only limited medical information available. Should further information become available, coopervision will alert mhra via a follow-up report.